Manufacturer narrative:
On (B)(6) 2020, the patient contacted the implanting clinician, reporting swelling at the implanting site. The implanting clinician evaluated the swelling at the implant site and determined the incision was healing, and no further complications were identified at the implant site incision. The implanting clinician asked the patient to stay off his feet for a couple of days and keep it elevated to help with the swelling. On june 15, 2020, the cr followed up with the patient to obtain an update on his condition. The patient disclosed the swelling had gone down, and stitches have dissolved. The patient added that he is not scheduling a follow up with the implanting clinician at this time because the swelling had gone down enough to the point that the patient doesn't think he needs to make an appointment at this time. On june 19, 2020, the cr followed up with the patient to obtain an update on his condition. The patient disclosed most of the swelling had gone away, and he was doing much better and had not scheduled any follow-up appointment with the implanting clinician. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the device was working as expected. The patient is getting therapy from their device, and the swelling experienced may be attributed to the patient not staying off his feet following the implantation.

Event description:
Stimwave quality has investigated the details for swelling at the incision site submitted to the stimwave complaint system on (B)(6) 2020, by clinical representative (cr), in the united states. Cr became aware of this issue (B)(6) 2020.